Event description:
A report was received that a v.a.c. Therapy pt with an infected abdominal wound experienced bleeding from the wound site. This was reported to have been observed after a dressing change and while the v.a.c. Therapy device was not in operation.